Event description:
The customer reported the table footswitch will not move the table up. Handswitch works okay. Customer did cases using the handswitch. While looking at the footswitch, the table power stopped working. The machine just had its foot pedal replaced and machine is now no longer going up or down. No pt was injured.

Manufacturer narrative:
The svc rep found broken wire in footswitch. Ordered replacement. He also found blown surge suppressor pcb. Ordered replacement. On 2/20 rep replaced the footswitch, tested all functions - table responds properly to each switch pressed. He also replaced surge suppressor pcb. System now boots properly. System returned to svc.